Event description:
It was reported the gastrointestinal scope had black liquid coming out of the scope. The reported issue was discovered during reprocessing of the scope. There were no reports of patient involvement.

Manufacturer narrative:
He investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.